Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving hydromorphone (dilaud ID) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump logs showed a motor stall occurred on (B)(6) 2018 at 9:12am and a motor stall recovery occurred on (B)(6) 2018 at 10:38am. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the cause of the motor stall and motor stall recovery that occurred on (B)(6) 2018 per the logs, it was noted that the cause of the motor stall was unknown. It was further noted that there was no motor stall for this patient.